Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece that broke off was the wash tube right at the junction of the ¿c¿ ring. When extending the ¿c¿ ring it was only connected to the wire on one side and the piece that delivers the wash on the other side is missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the shaft of the cannula. Blood was observed on the c-ring. The insufflation and scope wash tubing appeared to be attached to the inside of the cannula handle and showed no signs of defects. The scope wash tubing was transected and melted immediately below the adhesive joint to the c-ring. The scope wash tubing remained attached to the cannula due to the presence of a retention rib. No other visual defects were observed. Based on the return condition of the device, the reported complaint "break; washer" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece that broke off was the wash tube right at the junction of the ¿c¿ ring. When extending the ¿c¿ ring it was only connected to the wire on one side and the piece that delivers the wash on the other side is missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.